Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy fluid and constipation, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the reported event. The treatment for the peritonitis was not reported. The patient remained hospitalized at the time of this report and did not recover from peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13c21021, h13g18044, h13b07048, h13d08067 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient/event as (B)(4).